Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h / 2016; checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patient reported elevated blood glucose levels reaching 431mg/dl while wearing the pod between 24 and 36 hours. Patient stated she felt pain at insertion site and upon removal, the cannula looked bent. Hyperglycemia treated by manual injection of nph (neutral protamine hagedorn) and activating a new pod. The patient's blood glucose, carbohydrates and insulin history is as follows: (B)(6).